Event description:
The event is reported as: the circuit melted on the inspiratory side while being used on a pt. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.